Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was attempted to check a patient with a leadless implantable pulse generator (ipg) with the mobile programmer application after a surgery, an "interrogation unsuccessful" diagnostic message was continuously received. The check was attempted with two mobile programmer applications and patient connectors however the interrogation with only progress to about a quarter of the way and then display the diagnostic message. The mobile programmer application hosting tablet was rebooted, however the same issue reoccurred. It was also attempted to reposition the patient connector over the patient, however it was still not possible to interrogate. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was able to be interrogated by placing handset left lateral on the patient¿s side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.